Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, inhibition or atrial therapy, and unstable impedance measurements. An insulation issue near the pocket were suspected. Two months later, this lead was exhibiting inappropriate mode switches and a lead fracture was suspects. As a result, this lead was explanted. No adverse patient effects were noted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The cathode conductor coil was confirmed to be fractured starting 242mm from the tip. This would have been located at the distal end of the suture sleeve area while the lead was implanted. It was also noted that two abrasions were located 25-37mm and 50-60mm from the tip. The abrasions appear to be due to lead on lead contact within the heart.